Event description:
Intense focal image that seems to be the medium part of the duodenum / treatment has overflowed its target [device deployment issue] . Case description: initial information received on 25-apr-2016: this spontaneous medical device report was received from a healthcare professional concerning a (B)(6) patient. The patient's medical history includes cholangiocarcinoma 4, hepatitis c, and cirrhosis, who was listed for a transplant but the first transplant was challenged in extremis due to improper blood sample. The patient also underwent several chemo selective embolizations to the left liver from february to (B)(6) 2015 without incident. Concomitant medications were not provided. The patient received therasphere (lot number and expiration date unknown) on (B)(6) 2016. The purpose of treatment is to try to contain the cancer treatment of the right liver, pending a new entry in the transplant registry list. The workup took place without incident on approximately (B)(6) 2016, conditions appeared favorable for treatment of 100 gy to the whole of the right liver. In particular, there was no gi shunting and liver function was "ok." The conditions were exactly the same as with the previous embolizations. On (B)(6) 2016, the patient experienced a huge fixation at duodenum level with no explanation. The patient's control images of the administered activity revealed an intense focal image that seems to be the medium part of the second duodenum. The size of the image was 1 cm in diameter and 2 cm in height. The patient is reported as "all is ok." Treatment may include a proton pump inhibitor (ppi) at three times higher than usual dose. The reporter stated that the patient needed to be informed that the treatment had overflowed its target, and an endoscopy was planned for the patient. The authors did not provide an assessment of the event's severity nor the relatedness to the use of the therasphere was unknown. The company assessed the event of device deployment issue as serious (medically significant). Follow-up information is being requested. Follow-up information is being sought. As of (B)(6) 2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days on (B)(6) 2016. Follow-up information was received on 28-jun-2016: follow-up information was requested to further investigate the event but no new information has been received. No device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time. This report is final. Case comment: the event of device deployment issue is considered unlisted according to the therasphere current reference safety information. In absence of a causality assessment by the reporter, the company considers the occurrence of device deployment issue as related. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis

Event description:
Intense focal image that seems to be the medium part of the duodenum / treatment has overflowed its target [device deployment issue] . Case description: initial information received on 25-apr-2016: this spontaneous medical device report was received from a healthcare professional concerning a (B)(6) male patient. The patient's medical history includes cholangiocarcinoma 4, (B)(6), and cirrhosis, who was listed for a transplant but the first transplant was challenged in extremis due to improper blood sample. The patient also underwent several chemo selective embolizations to the left liver from (B)(6) 2015 without incident. Concomitant medications were not provided. The patient received therasphere (lot number and expiration date unknown) on (B)(6) 2016. The purpose of treatment is to try to contain the cancer treatment of the right liver, pending a new entry in the transplant registry list. The workup took place without incident on approximately (B)(6) 2016, conditions appeared favorable for treatment of 100 gy to the whole of the right liver. In particular, there was no gi shunting and liver function was "ok." The conditions were exactly the same as with the previous embolizations. On (B)(6) 2016, the patient experienced a huge fixation at duodenum level with no explanation. The patient's control images of the administered activity revealed an intense focal image that seems to be the medium part of the second duodenum. The size of the image was 1 cm in diameter and 2 cm in height. The patient is reported as "all is ok." Treatment may include a proton pump inhibitor (ppi) at three times higher than usual dose. The reporter stated that the patient needed to be informed that the treatment had overflowed its target, and an endoscopy was planned for the patient. The authors did not provide an assessment of the event's severity nor the relatedness to the use of the therasphere was unknown. The company assessed the event of device deployment issue as serious (medically significant). Follow-up information is being requested. Case comment: the event of device deployment issue is considered unlisted according to the therasphere current reference safety information. In absence of a causality assessment by the reporter, the company considers the occurrence of device deployment issue as related. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Intense focal image that seems to be the medium part of the duodenum / treatment has overflowed its target [device deployment issue] . Case description: initial information received on 25-apr-2016: this spontaneous medical device report was received from a healthcare professional concerning a (B)(6) patient. The patient's medical history includes cholangiocarcinoma 4, (B)(6), and cirrhosis, who was listed for a transplant but the first transplant was challenged in extremis due to improper blood sample. The patient also underwent several chemo selective embolizations to the left liver from (B)(6) 2015 without incident. Concomitant medications were not provided. The patient received therasphere (lot number and expiration date unknown) on (B)(6) 2016. The purpose of treatment is to try to contain the cancer treatment of the right liver, pending a new entry in the transplant registry list. The workup took place without incident on approximately (B)(6) 2016, conditions appeared favorable for treatment of 100 gy to the whole of the right liver. In particular, there was no gi shunting and liver function was "ok." The conditions were exactly the same as with the previous embolizations. On (B)(6) 2016, the patient experienced a huge fixation at duodenum level with no explanation. The patient's control images of the administered activity revealed an intense focal image that seems to be the medium part of the second duodenum. The size of the image was 1 cm in diameter and 2 cm in height. The patient is reported as "all is ok." Treatment may include a proton pump inhibitor (ppi) at three times higher than usual dose. The reporter stated that the patient needed to be informed that the treatment had overflowed its target, and an endoscopy was planned for the patient. The authors did not provide an assessment of the event's severity nor the relatedness to the use of the therasphere was unknown. The company assessed the event of device deployment issue as serious (medically significant). Follow-up information is being requested. Follow-up information is being sought. As of 27-may-2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days on 05-jul-2016. Case comment: the event of device deployment issue is considered unlisted according to the therasphere current reference safety information. In absence of a causality assessment by the reporter, the company considers the occurrence of device deployment issue as related. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.